Manufacturer narrative:
Device evaluated by MFR: promus premier us mr 2.75 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion revealed a break at the port bond site. The tip was visually examined and no issues were noted. A stent protector was returned with the device and the inner diameter (ID) of the stent protector was measured which is within measurement. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x28mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x28mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.